Manufacturer narrative:
Correction: b1 and b2, product problem.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Therapy was exhausted. The ER physician will follow up with cardiology/ep. At this time, this ICD remains in service and there were no additional adverse patient effects reported. Additional information has been received which indicated that the patient with this ICD received a suspected inappropriate shocks and atp due to rapid ventricular response (rvr). I was noted that the patient may not have been taking the medication and admitted cocaine use before the shocks. At this time, this ICD remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Therapy was exhausted. The ER physician will follow up with cardiology/ep. At this time, this ICD remains in service and there were no additional adverse patient effects reported.